Event description:
It was reported that the insulin pump had a absence of the vibrate function. Troubleshooting was performed. The insulin pump was replaced. Nothing further reported.

Manufacturer narrative:
Device failed to vibrate during test due to broken black wire at vibrator motor. The device was received with cracked case at display window corners.